Manufacturer narrative:
The explanted lead will be returned for laboratory analysis. This report will be updated when analysis is complete.

Event description:
Boston scientific received information that during a routine device follow-up, this right atrial (ra) lead exhibited loss of capture (loc) at 5v. A lead dislodgement was suspected, and an x-ray was planned for the patient. The patient was to return to the clinic in within two weeks, for evaluation and possible revision. No adverse patient effects were reported. Two weeks later, this lead was explanted and replaced. The lead was not able to be repositioned, due to tissue clogging the helix. A new lead of the same model was implanted successfully. No additional adverse patient effects were reported.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the lead was performed. Resistance and pressure tests were completed to assess lead electrical performance and insulation integrity. Measurements throughout these tests were within normal limits. Microscopic inspections of the terminal pin assembly, lead body, and electrode tip found no anomalies. Laboratory testing did not identify any lead characteristics that would have resulted in the clinical observation of dislodgement.